Event description:
It was reported that when the patient presented to clinic for normal follow up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. It was also noted that high, out of range pacing lead impedance and high capture threshold were observed during electrical testing of the lead. Lead was capped and replaced. Patient was doing great following procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.